Manufacturer narrative:
510 (k) number; k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to as follows: importer site contact and address: (B)(6) importer site establishment registration number: (B)(4) investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
During the procedure the needle broke at the end of the handle. No piece remained inside the patient additional questions answered: prefix: echo. For all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end (distal end). Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 2cm. If not with the device in question, how was the procedure performed and/or finished? Another pro-core: was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was the scope recently serviced/repaired? No it is new. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? During retraction. What is the endoscope manufacturer and model number that was used with this device? Was difficulty experienced while retracting the needle? Yes. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was needle penetration of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 4 passes. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch/core trap? Notch.

Manufacturer narrative:
510 (k) number; k142688. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Cook medical incorporated (cmi), 1025 acuff road, p.o box 4195, bloomington, indiana 47402-4195. Importer site establishment registration number: (B)(4). The device related to this occurrence underwent a laboratory evaluation on 23 jan 2019. The returned device lab findings and observations can be referred through the attached files. The needle was found to be broken proximally to the sheath extender. A re-evaluation was also carried out on 24 jan 2019. The needle was found to be kinked distally. A second pr was requested to be opened for this defect document review: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for echo-hd-3-20-c of lot number c1558226 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1558226. IFU review: the notes section of the instructions for use, (B)(4) which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use (B)(4). Initially it was thought from the answer to q.21 of the additional questions relating to stylet partially removed prior to advancement of needle that the IFU may not have been followed. However, after follow up it was confirmed that the answer should have been no rather than yes and as a result this confirmed that the IFU was followed. Root cause review: the failure of needle broken was concluded from the available information. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to device handling or excessive force being applied causing the needle breakage when attaching or dethatching the device to the scope. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
During the procedure the needle broke at the end of the handle. No piece remained inside the patient additional questions answered: prefix: echo for all complaints, ask: if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Patient end (distal end) please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Stomach. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. 2cm. If not with the device in question, how was the procedure performed and/or finished? Another pro-core. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was it damaged in packaging before removal? No. Was it damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Pentax. Was the scope recently serviced / repaired? No it is new. Was force required on insertion of device into scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? During retraction. What is the endoscope manufacturer and model number that was used with this device? Was difficulty experienced while retracting the needle? Yes. Was the needle able to be fully retracted before removing from the patient? Yes. Was gaining access to the targeted site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No was needle penetration of the targeted site difficult? No. Was the stylet fully in place inside the needle when advancing into the targeted site? Yes. Was the stylet partially removed prior to advancement of needle? Yes. How many biopsies/passes were obtained with use of this needle? 4 passes. Did any section of the device detach inside the patient? No. If kinked below the sheath extender, did they notice the kink before placing the device into the scope? No. Was there difficulty or slipping experienced of the sheath extender or lock ring during use? No. Was there difficulty in attachment / detachment of the leur to the scope? No. If the device is procore and it is kinked distally, is the kink at the notch / core trap? Notch.